Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v125944, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported shocking. The patient stated that her devices were replaced on (B)(6) 2017. The patient stated that her device was replaced due to normal battery depletion. The patient stated that she got on last ¿shock¿ so the healthcare professional (hcp) replaced the wires as well. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# v125944, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type lead .

Event description:
A patient reported they had the bladder battery and wires replaced on (B)(6).